Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced difficulty activating the safety feature after use, and was involved in a needle stick injury. The following information was provided by the initial reporter: material no. 367281; batch no. Unknown. Stuck self after drawing blood with butterfly trying to engage safety.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced difficulty activating the safety feature after use, and was involved in a needle stick injury. The following information was provided by the initial reporter: material no. 367281 batch no. Unknown. Stuck self after drawing blood with butterfly trying to engage safety.